Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to transport/storage related. The root cause of this type of defect is that some of molded caps are moved around the plant in blank large bags called ¿supersacks¿. These blank sacks are emptied automatically by machines which suck out the caps and blow them to the tube assembly line. Unfortunately, in some cases not all the caps are removed from the sack and a few can remain caught up in the corners etc. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the device experienced shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: green cap instead of pink on one tube in the tray.